Manufacturer narrative:
(B)(4). For related complaint on the same event date and patient see (B)(4) and MDR #3010532612-2019-00199. Teleflex did not receive the device for investigation therefore the reported complaint of iabp battery power low/lost is not able to be confirmed. The root cause of the complaint is undetermined. The specific serial number/lot number was not reported, but a device history record (DHR) review was conducted for the lot numbers shipped to this account with no relevant findings. All devices passed manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported by the perfusionist that the intra-aortic balloon pump (iabp) shut off when discharging from ac power. The pump showed the battery icon as fully charged, but the pump would last a couple of minutes on battery power. There was no reported injury or clinical consequence to the patient.

Manufacturer narrative:
(B)(4). For related complaint on the same event date and patient see tc #(B)(4) and MDR #3010532612-2019-00199.

Event description:
It was reported by the perfusionist that the intra-aortic balloon pump (iabp) shut off when discharging from ac power. The pump showed the battery icon as fully charged, but the pump would last a couple of minutes on battery power. There was no reported injury or clinical consequence to the patient.